Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device contained foreign material in the insertion part, specifically at the distal end near the light guide rod lens . The issue was found during inspection for use. There were no reports of patient involvement.